Event description:
It was reported that during an implant attempt, the lead dislodged. The lead was repositioned but the screw would not extend. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that there was blood on the distal conductor (not obstructed), there was blood on the proximal conductor (not obstructed), outer insulation had a cosmetic cut and the lead appeared damage at implant. (B)(4).